Event description:
When the patient was at home, there was power switching between port 1 and port 2 of the controller related to one battery. The battery was replaced and there was no effect on the patient; the patient is doing fine

Manufacturer narrative:
The pump, which is used for treatment, remains implanted. It was reported that the battery would be returned; however, it has not been received for analysis.

Manufacturer narrative:
The complaint battery was received by heartware on 16 dec 2014. Testing results are as follows: (B)(4). The returned battery passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. The controller log files were not available for analysis. This battery performed per specification at the bench.